Event description:
The customer reported one (B)(6) reaction with searclone anti-e art. No. 802370100, lot 7845080-01. The customer has sent us four segments of the affected blood bottle. The complained reagent was not sent. Therefore, the quality control laboratory tested the retention sample of the complained reagent with the segments. We could confirm a (B)(6) reaction of the segments with seraclone anti-e. The segments were also tested with different anti-e reagents and resulted in (B)(6) reactions. Based on the (B)(6) reaction at customer's side, the molecular typing of the affected blood bottle was initiated by customer. The result isn't yet available. Due to the (B)(6) reactions of different suppliers, a strong suspicion exists that there is a variant of little e antigene and the result with seraclone anti-e was not (B)(6) but correct (B)(6).